Event description:
It was identified that the save button on 4 pedal footswitch does not work. No pt injury was reported.

Manufacturer narrative:
The service rep replace and align the right monitor for dim display. He attempted the repair of open line on footswitch, problem with pc board in footswitch, order replacement 2 pedal footswitch as 4 pedal footswitch is no longer available. Replace and test footswitch. System is repaired.